Manufacturer narrative:
A site visit investigation interview was performed on (B)(4) 2012. The investigation included workflow discussions and demonstration by facility staff using a rep unit for the demonstration. Noted in a report dated (B)(4) 2012 to the (B)(4) district office (attn: ms (B)(4)), "...the field correction introduced a change in functionality to these devices. With the end user having a pre-established knowledge-base of the functionality of the device, an intended user action was considered in the past to be "correct use" may now be classified as "abnormal use" without adequate awareness and training according to the instructions for use..." Instructions for use (IFU) had not yet been made available at the time of the incident. IFU have been subsequently provided as part of the field correction.

Event description:
Event description: the nemschoff infant cribs were recently upgraded to meet the FDA class I recall requirements. Previously, the cribs were difficult to steer as a result of the 4 casters that all swiveled. The upgrade required one caster to be fixed. This improved the ability to steer the crib. However, a report was received stating that the infant crib almost tipped over. Apparently, the fixed caster prevents the crib from moving sideways. When a force is applied to reposition the crib from the side, a potential tip over can occur. Device usage problem: device was hard to use. Device usage problem: other.